Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless collared femoral stem size 4 std: ref. (B)(4) / lot 130141 ((B)(4) stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Thirteen stems belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.